Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that after receiving a low battery alarm and changing the battery, the insulin pump alarmed failed battery test twice. The customer declined troubleshooting. Customer's blood glucose level was 99 mg/dl. The device was not returned.